Event description:
Related manufacturer reference number: 2017865-2023-21242. It was reported that a patient presented with an impedance issue, high capture thresholds, and r-wave amplitude variation noted on the right ventricular lead. The patient's implantable cardioverter defibrillator was found to have ea diagnostic issue as well. No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.